Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio results: (1.3, 2.6). Testing was done five minutes apart on different hands. No changes to diet/medications.